Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On april 18, 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio flex meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2024, at 2:50 pm, they were experiencing symptoms described as ¿not feeling well and woozy¿ and received blood glucose results of ¿27, 184 and 32 mg/dl¿ with the subject meter, performed within 20 minutes. The patient reported that just before 4:00 pm, they went to the emergency room (ER) where they received blood glucose results of ¿51 or 57 mg/dl¿ on the ER meter and were treated with intravenous glucose. During troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and the same approved sample site was used for testing. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.